Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix/lobe distorted/bent, with blood noted on helix; helix would not function due to being distorted; full lead returned and analyzed.

Event description:
It was reported during the implant procedure that the helix of the lead would not extend. The lead was not implanted, it was replaced with another new lead. No patient complications were reported as a result of this issue.